Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and insulin was squirting out. The customer's blood glucose level was 310 mg/dl. The customer reported that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Insulin pump meets specification: no